Event description:
A guide wire broke off in the bone while preparing for placement of a femoral nail. The first guide wire was inserted to the calcar through an obturator (wire guide). To fix the direction of the guide wire, the surgeon attempted to pull out the guidewire by spinning the power tool and then the guide wire suddenly broke. About 4cm from the tip of the guide wire remained inside the bone. To retrieve the broken piece, the surgeon enlarged the insertion site with a short step drill and then manually removed it with kocher forceps. A washer was used to minimize the risk of post-op subtrochanteric fracture. Two other screws were successfully inserted by using a parallel drill guide (12mm). No patient harm.